Event description:
It was reported that the patient experienced recurring incontinence as a result of urethral atrophy. The patient underwent a surgical procedure during which their existing artificial urinary sphincter (aus) was explanted and replaced with a new aus. It was noted the physician did not believe the device caused or contributed to the incontinence though its relationship to the observed atrophy was not specified. No further patient complications were reported.